Manufacturer narrative:
The product has not been returned and no return is expected. This was a second hand chair donated to the user. Neither the end user or the end user's mother could provide the serial number of the chair. The end user's mother stated from a stopped position, with the chair turned on, it sometimes starts to slowly creep forwards or backwards on it's own. When this happens her son turns the chair off. She also stated that the chair only moves about 6 inches before he turns it off. Without the serial number the location of where this chair was manufactured could not be determined. The complaint of the chair moving forward or backward without joystick input could not be confirmed. No replacement parts were ordered. The end user continues to use the chair. Should additional information become available, a supplemental record will be filed.

Event description:
The end user alleged that he has a m51 and he is asking why a chair would move forward or backward without joystick input.